Event description:
According to the reporter, during use, three tracheostomy tubes had small plastic pieces breaking, these are the pieces that connect the inner cannula, where it has to be pushed in and twisted slightly to hold into place. Tubes were replaced accordingly.

Manufacturer narrative:
D10 concomitant product: 50xltcp 5.0mm xlt trach cuff prox lot: unknown; 50xltcp 5.0mm xlt trach cuff prox lot: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.